Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was experiencing erratic blood glucose (bg) values ranging from 33mg/dl to 422mg/dl. On (B)(6) 2012, the patient's bg reportedly was 33mg/dl and the patient "felt like she was dying" and stated that her hands were cold and clammy. The patient was reportedly treated oral carbohydrate and the bg increased to 114mg/dl. On (B)(6) 2012, the reporter stated that the patient experienced high bgs with stomach pains, vomiting with small to moderate ketones. The reporter stated that the patient was treated with bolus injections to correct the bg and fluids to flush the ketones. The reporter stated that the patient had insulin resistance and also had trouble increasing the low bg. On (B)(6) 2012, the patient's bg was reportedly near target at 134mg/dl. On (B)(6) 2012 at 10pm, the patient's reported bg was 422mg/dl and a bolus was given to correct; the patient's bg was 402mg/dl at midnight and the patient was given an insulin injection. The reporter stated that he was a little suspicious of the pump because, the patient's bg was not responding as expected. The reporter stated that he tried to test the pump delivery by bolusing into a syringe and expressed concerned with the pump delivery. Customer support (cs) advised the patient that this was not an accurate way of measuring the insulin delivery. The reporter indicated that the site / set were changed every three days and there were no noted issues. The reporter confirmed that all of the pump settings were correct. A review of the pump alarm history revealed an occlusion alarm on (B)(6) 2012 associated with a canceled bolus 2 of 3 units delivered. On (B)(6) 2012, the pump history showed two boluses were cancelled in the amounts of 1.1 units and 3.1 units. The reporter stated that the patient completed the 3.1 unit bolus on (B)(6) but did not complete the bolus cancelled by the occlusion alarm on (B)(6) 2012; all other boluses were reportedly completed. The reporter indicated that occasionally he would override the insulin on board calculation if the patient's bg was elevated. The reporter also indicated that he used a different insulin sensitivity factor (isf) than programmed on the pump. The total daily dose (tdd) history and basal history were found to be accurate; the tdd indicated that no deliveries occurred on (B)(6) 2012 or (B)(6) 2012; a small bolus was recorded in the pump history on (B)(6) 2012. The reporter stated that he thought that the pump was off and that the patient was not using it during that time. The reporter indicated that the battery needed to be replaced, the pump alarm history showed a "low battery" alarm on (B)(6) 2012; the patient reportedly replaced the battery after the alarm on (B)(6) 2012. A review of the pump prime history shows that the cartridge and infusion set were last changed on (B)(6) 2012; the patient primed 17.8 units and completed the fill cannula step at that time. The history also indicated that the pump was primed for 2.0 units just prior. The history indicated that the pump was primed for 1.2 units on (B)(6) 2012 but no fill cannula was performed at that time. The history showed that the pump was primed for 9.3units on (B)(6) 2012 but the fill cannula step was not completed with that cartridge and infusion set change. It was noted that the last fill cannula in the pump history occurred on (B)(6) 2012. The reporter also indicated that the patient was reportedly going through puberty which may have been contributing to the patient's elevated bg. The reporter also indicated that the patient had increased activity as the patient started running track which could contribute to the patient's low bgs. This complaint is being reported based on the allegation that the patient experienced erratic blood glucose while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: testing was unable to investigate reported issue. Unable to perform the flow test and to adequately investigate the reported ¿erratic bg.¿ information from the reported event date is overwritten; available data shows no activity outside of normal use. Tdd add up correctly and reflect the programmed basal target. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The review of the pump history indicated that the patient did not complete a bolus that was cancelled which may have contributed to elevated blood glucose levels. The prime history indicated that the patient was not changing out the site every 3 days as suggested and indicated that the fill cannula step was not always performed as appropriate. No conclusions can be made at this time.